Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. The customer ate fruit to address bg level. The customer declined to perform a system check with tandem technical support and stated that the low bg level was likely due to the customer counting carbohydrates incorrectly. By the end of the call, the customer's bg level had increased to 70 mg/dl.